Event description:
Drive devilbiss healthcare received notification of an incident involving a rollator that drive devilbiss healthcare imports and distributes. The enduser claims that one of the wheels allegedly locked up leading her to fall and injure her leg. Drive devilbiss healthcare's post market team is currently trying to obtain the unit for evaluation.